Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The pump was set to run 100 ml of IV (intravenous) antibiotic at 100 ml/hour, but the antibiotic was completed 47 minutes earlier than anticipated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.